Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the united states under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Revision procedure due to an adverse metal on metal reaction. Subject underwent primary thr with the silent hip in (B)(6) 2008. It was recorded in the subjects medical notes that they were suffering from back pain (detailed as bilateral buttock and trochanteric discomfort) which was queried to being linked to the spine. The subject underwent blood metal ion level testing and MRI scan to further investigate the cause of the discomfort. Blood metal ion levels were found to be within the normal range. The MRI revealed the subject has multi level degenerative changes which are affecting the spine. The mrio also showed the presence of a right hip effusion with loose bodies present.